Manufacturer narrative:
The subject device was returned to omsc for investigation. The evaluation on june 8, 2017, confirmed that the probe broke off at 15 mm from the distal end. There was a scratch on the edge of the fracture surface. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurred on the probe since a user output the device contacting with something hard, and then the probe of the device was cracked and broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; warning: do not contact the probe with any hard objects (e.g. Metal clips or other instruments). Do not grasp the probe when ultrasonic output is activated. Avoid accidental contact with the probe. Ultrasonic vibration can result in excessive wear and damage to, or detachment of the probe.

Event description:
The subject device was used during a lower anterior resection. During the procedure, the probe of the subject device was broken off and the fragment was fallen outside the patient¿s body. The fallen fragment was disposed of at the facility. The procedure was completed with another device. There was no patient injury reported.